Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported low aspiration during a procedure. The procedure was completed with the same equipment. There was no error message. There was no patient impact.

Manufacturer narrative:
The system was examined and the reported event was confirmed (via event logs), but was not replicated. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).